Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient's blood glucose (bg) was 400-500 mg/dl with ketones present, stomach ache, headaches, and nausea. The patient was treated with lantus and humalog injections and the bg started to come down to 248 mg/dl and down to 145 mg/dl. The reporter stated that the always use room temperature insulin however this time refrigerated insulin was used. There were no bubbles in tubing or cartridge and was able to primes air successfully. Troubleshooting indicated that the hi story adds up correctly for the amount programmed and delivered. Customer support (cs) advised patient to discuss setting adjustment with healthcare professional as the settings have not been adjusted since patient started on pump one year ago. The reporter also stated that the patient uses the same site. Cs concluded that there was no mechanical issue with the pump and advised reporter to avoid using same site and contact their hcp for pump setting adjustments. This report is being made because the following use errors contributed to the bg excursion: not adjusting pump settings and over use of site.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not adjusting pump settings and over use of site).

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint during the investigation process. No defect was found. The bolus, basal and tdd history add up correctly and reflect the users programmed rates. There were only typical usage alarms recorded in the alarm history; no errors or alarms related to the compliant were recorded. A 29 hour flow accuracy test was completed; pump passed and was found to be delivering within the specification.